Manufacturer narrative:
Additional information: a1, a2, a3,a4, b3, b5, b6, b7, d10, h6 and h10. B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in bacterial peritonitis manifested by abdominal pain and cloudy fluid. The breach in aseptic technique was not further described. The patient was treated with vancomycin (1.5g, three time a week) for peritonitis. At the time of this report, the patient has recovered 19 days after the event onset. It was not reported if the patient was retrained on the proper aseptic technique. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis which was manifested by abdominal pain. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued. No additional information is available.